Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During evaluation, it was confirmed that the circulation pump was not performing to specification. Circulation pump was replaced. During repair, found tiny hole inside the molded chiller tube. Molded chiller pump outlet tube replaced. As5000 system passed all tests, is functioning properly and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was showing low air leak alarm. Per follow up information received via mail on 20apr2026, device was sent in for a bd-approved facility for evaluation and waiting for unit assessment. No patient involvement. Per sample evaluation results on 13may2026, during repair, found tiny hole inside the molded chiller tube.